Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was investigated by zoll service at the customer site. The customer reported observing a small amount of liquid in the drip pan of the thermogard console, but this was not verified during the visual inspection. The reported complaint that saline solution had obstructed the sensor holes of the air trap sensor block was confirmed during functional testing. The root cause of the reported complaint was the air trap sensors being blocked due to an overflow of saline into the console air trap holder, caused either by an unreported leaking start-up kit (suk) or attributed to user mishandling. During device inspection, dried saline residue was observed on the air trap sensor block. The event log review showed no error messages or significant discrepancies. The initial functional test failed because the thermogard system did not recognize the filled air trap simulator, confirming the reported complaint. The defective air trap sensor block was replaced to address the customer's reported complaint. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during startup, before ivtm therapy began, they discovered a small amount of liquid in the drip pan of the thermogard xp ivtm system (sn (B)(6)). The customer later informed zoll that saline solution appeared to have obstructed the sensor holes of the air trap sensor block in the thermogard console; however, they did not report any alarms or error messages. Attempts to dry and clean the sensor holes did not resolve the issue. The patient was not yet connected to the thermogard system. No consequences or impacts on the patient.